Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation was performed. Received one wavelinq catheter system. Electrode height was measured and was found to be approximately 0.73mm. A tissue cutting test was performed and the device was able to create a partial cut.the investigation is inconclusive for failure to align due to the fact that the actual conditions of use could not be reproduced.the root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate h10: the initial emdr was inadvertently submitted with the FDA rn number as (B)(4). The correct FDA rn number is (B)(4). H10:d4(expiry date: 12/2021),g4. H11: h6(device, method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly did not have proper coaptation. It was further reported that, during activation the electrode did not protrude thru the catheter. Therefore, a fistula was not created, and the procedure was abandoned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2021.

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly did not have proper coaptation. It was further reported that, during activation the electrode did not protrude thru the catheter. Therefore, a fistula was not created, and the procedure was abandoned. There was no reported patient injury.